Event description:
Additional information was received indicating high right ventricular (rv) pacing impedance measurements continue to be observed. There were no adverse patient effects reported. At this time the lead remains implanted with no planned intervention and the patient will continue to be monitored.

Event description:
Boston scientific received information that there was a red alert detected for high pace impedances on this right ventricular (rv) lead. No adverse patient effects were reported.

Event description:
Additional information received states that at the time of the device change out, the impedances on this rv lead were 1,800 ohms. The physician is monitoring the patient.

Manufacturer narrative:
At this time, the rv lead remains in service. Should additional information become available, this investigation will be updated.